Manufacturer narrative:
G4: this device is not distributed in us so that 510k# is blank. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air tube. In addition, our technician confirmed that the water tube clogged; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.